Event description:
Reportedly, after inflating the balloon, the outer sheath tore away from the trocar. The pieces fell into the patient cavity. Several pieces were removed but it was not clear if all the pieces were retrieved. No reported patient injury.